Event description:
During a procedure a polarx catheter was selected for use. After isolating the 4 pulmonary veins with a balloon, a roof was performed and just before ablation of the 4th roof an error "the console detected blood" occurred; therefore, the catheter was removed from the body and the cryo procedure was discontinued. There was no blood visible. The patient was sedated with midazolam. No further complications were reported. The catheter is expected to return for analysis.

Manufacturer narrative:
The polarxfit catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, leakage testing, functional testing, and microscope inspection. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. No leak paths related to the blood detection failure were identified during returned device testing. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 21. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. An inner balloon blood detect wire slit was observed. The reported clinical observations were confirmed by the analysis.

Event description:
During a procedure a polarx catheter was selected for use. After isolating the 4 pulmonary veins with a balloon, a roof was performed and just before ablation of the 4th roof an error "the console detected blood" occurred; therefore, the catheter was removed from the body and the cryo procedure was discontinued. There was no blood visible. The patient was sedated with midazolam. No further complications were reported. The catheter was returned for analysis.